Manufacturer narrative:
Unexpected shutdown: however, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly when the battery gauge was (B)(4). There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available.